Manufacturer narrative:
(B)(4). UDI number: (B)(4). There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The device remains implanted in the patient and was not available for evaluation. No photographs or imagery of the case were provided for review. A review of the 3 mensio report revealed the patient¿s aortic annular area measured 601.5mm2 and annular diameter measured 27.7mm by CT. Calcification of the native leaflets was confirmed. The work order review did not reveal any manufacturing issues that may have contributed to the reported event. The lot history review did not reveal any other additional report related to leaflet motion restricted in patient or central leak regurgitation. In this case, due to relevant imagery or video of the case not being provided, the report of the restricted motion of the valve leaflet and resulting aortic insufficiency (ai) cannot be confirmed. A review of the DHR, lot history and complaint history did not reveal any indication that a manufacturing non-conformance contributed to the event. The exact cause of the restricted leaflet motion cannot be determined. Procedural factors (leaflet impingement in the calcified native valve or due to the guidewire, device manipulation), in addition to patient factors (advanced age, low blood pressure, moderate leaflet calcification) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, a balloon aortic valvuloplasty (bav) was performed without issue. Following bav, a 29mm sapien 3 valve was deployed in a final 80:20 aortic/ventricular (a/v) position as intended. No paravalvular leak (pvl) was noted; however, ¿wide-open¿ aortic insufficiency (ai) was observed. The guidewire was removed, but the ai continued. Tee and echo showed only 2 of the 3 leaflets were moving. An unsuccessful attempt was made to get the third leaflet moving by manipulating it with a wire. Re-inflation of the valve with the delivery system balloon was not performed. The delivery system was removed and a second sapien 3 valve was prepared. The second valve was deployed without issue. No pvl or ai were noted post valve deployment.the patient pressures were good and remained stable during the procedure. No issues were noted during the preparation of the initial valve. The native annular valve area measured 601mm2 by CT. No annular calcification, moderate native leaflet calcification and no aortic root calcification was reported. The stj measured 31.4mm with no calcification reported.